Event description:
Information received indicates the hi/low drive is drifting down.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low brake assembly and replaced the brake washer to resolve the drifting issue.